Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having low blood glucose of 47 mg/dl. Customer reported of experiencing blood glucose versus sensor glucose. Customer reported that sensor glucose was 87 while blood glucose was 47 mg/dl. Customer states that blood glucose was low due to exercising. Customer declined troubleshooting.